Event description:
It was reported the catheter fastener clamp was loose and the catheter slightly migrated. The catheter was removed and replaced. There was no patient harm. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported the catheter fastener clamp was loose and the catheter slighly migrated. The catheter was removed and replaced. There was no patient harm. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4). The customer provided one image showing a cvc catheter while sutured to the patient. Visual analysis revealed that the box clamp assembly was sutured to the patient's skin; however, the catheter juncture hub did not appear to have been used as the primary suture site. This likely contributed to the migration. The customer also returned one, 3-lumen cvc catheter for analysis. Signs-of-use in the form of biological material was observed. Visual analysis revealed that the box clamp assembly was positioned towards the distal and of the catheter body, which indicates that the catheter likely migrated. Visual analysis also revealed that the box clamp was secure to the catheter body and could not be easily moved. No evidence that the juncture hub was secured to the patient was observed. The catheter body length from the juncture hub to the distal tip measured 322mm which is within the specification limits of 310mm-330mm per the catheter graphic. The catheter body outer diameter measured 2.40mm which is within the specification limits of 2.39mm-2.49mm per the catheter extrusion graphic. The box clamp assembly was pulled in both directions along the catheter body. The box clamp appeared to be secure and would not move. Performed per IFU statement "use a catheter stabilization device, catheter clamp and fastener, staples or sutures (where provided). Use triangular juncture hub with side wings as primary suture site. Use catheter clamp and fastener as a secondary suture site as necessary". A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "use triangular juncture hub with side wings as primary suture site. Use catheter clamp and fastener as a secondary suture site as necessary." The report of catheter migration was confirmed through complaint investigations. Visual analysis revealed that the box clamp had migrated towards the distal end of the catheter body. The customer supplied photo appears to show the catheter sutured to the patient with the box clamp as the primary suture site; however, the IFU provided with this product states: "use triangular juncture hub with side wings as primary suture site. Use catheter clamp and fastener as a secondary suture site as necessary". The triangular juncture hub was not sutured in the customer provided photo. The catheter met all relevant dimensional and functional requirements, and a device history record review did not reveal any relevant findings. Based on the customer report, the customer images, and the returned sample, unintentional use error likely caused or contributed to this event as the juncture hub was not used as the primary suture site. Teleflex will continue to monitor and trend for reports of this nature.